Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was decreasing. Right ventricular pace impedance was steady at approximately 684 ohms through (B)(6) 2016, the trend began to fall to 342 ohms starting (B)(6) 2015. Analysis of the device memory also indicated pacing capture threshold in the rv (right ventricle) was elevated. Right ventricular capture threshold was out of range starting (B)(6) 2017.

Event description:
It was reported that approximately one week post implant the right ventricular (rv) lead was dislodged. Impedance had decreased, sensing had decreased, and thresholds had increased. The lead was programmed off and sensitivity was adjusted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.